Event description:
On 08/29/08 the pt's nurse contacted baxter's technical rep to report that a pt had developed peritonitis. The pt informed the nurse that the correct product handling procedure was used at the time of therapy but she observed cracked minicaps before the peritonitis symptoms. The pt was admitted to the hospital in 2008, and was discharged five days later, no additional info is available at this time.

Manufacturer narrative:
A companion sample is available for evaluation in addition to two actual samples. A follow-up report will be submitted upon completion of the evaluation.